Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The outer insulation of the lead was extri nsically cut but not breached. Visual summary analysis of the lead indicated damage at implant. The stylet received with lead was damaged. Stylet and intoducer tests were performed using new ones. Test results were passed.

Event description:
It was reported that strong force was required to remove the stylet from the attempted lead. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.